Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their smart device indicated that pairing failed. Patient then attempting pairing with the receiver and this failed as well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of the smart device indicating a pairing failure was confirmed. The root cause was determined to be a defective transmitter.